Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. It is suspected that the lead experienced fracture, however, it has not been confirmed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.